Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had migrated. The patient underwent a scs lead replacement procedure, was doing well postoperatively and the explanted devices were kept by the patient. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7159327. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4).